Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2014-01333 / 01337).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003 and a total left hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a right revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, elevated metal ion levels, loss of range of motion, metal poisoning, metallosis, and lack of mobility, and damage to bone and tissue. A review of invoice history confirmed the surgery dates and that the acetabular cup and modular head were removed and replaced during the revision procedure. There has been no reported revision procedure of the left hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report for the right hip revision noted the revision was due to osteolysis and further noted the presence of fluid, granulated tissue, lysis, a posterior superior defect, and erosion.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003 and a total left hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a right revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, elevated metal ion levels, loss of range of motion, metal poisoning, metallosis, and lack of mobility, and damage to bone and tissue. A review of invoice history confirmed the surgery dates and that the acetabular cup and modular head were removed and replaced during the revision procedure. There has been no reported revision procedure of the left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.